Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left hemicolectomy, they connected the reload to the handle and the surgeon tried to fire the device, however, the handle was stiff and could not fire. It was also noted that they connected a different type of reload to the same handle and the surgeon started the firing, however, the handle became stiff on the halfway and could not fire. The procedure was completed with another device. There was no patient injury.